Event description:
It was reported that the patient was reprogrammed on (B)(6) 2012 to achieve more coverage successfully. On that day, it was reported that the patient was having progressing pain in areas other than what the patient's system was implanted to treat. The patient was therefore referred to a neurologist for further workup of the new problem. The neurologist stated that the patient's system was being 'rejected by her body' and needed to be explanted. The location of the patient's symptom was noted to be her legs. It was indicated that the patient had been referred to her implanting physician for follow-up. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).